Event description:
It was reported when the patient had the trial, she had a day or two where it really worked well. Then the wires came lose or undone and by the end of the thing it fell off her. She had trial about 2 or 3 weeks ago. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative.